Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Unit moves up without hitting the hand control.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Unit moves up without hitting the hand control.